Manufacturer narrative:
It was reported that the patient was undergoing a procedure, "suction yankauer had been set up in advance as a precaution and was being used to remove residual and aspirated barium with patient assisting, but it stopped working and patient continued coughing. It was reported "it was discovered that the suction line had to be attached to the ortho hole rather than the vacuum hole which is standard. This delayed the patient receiving care while in distress. Patient suctioned after that and was stable and speaking to clinician before being sent back to his room". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Suction stopped working.